Event description:
It was reported that on (B)(6) 2023, a 27mm portico valves was selected for an implant. There sufficient calcium to allow anchoring of the device in the opinion of the user. The patient had a 55 degreed horizontal aorta. During the procedure, the device migrated further inside the ventricle. A capture loop snare (non-abbott device) was used in an attempt to reposition the device, but the maneuver caused the valve to pop up. The physician aware of the IFU warning against snaring the valve and it was necessary to implant a new valve in the correct position. The patient was discharged on saturday without any complications.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of valve migration after deployment was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that there were no intra-procedural difficulties, the implant depth at deployment was 2 mm from the non-coronary cusp (ncc), the implant depth after migration was 4 mm from the ncc, there was sufficient calcium to allow anchoring of the device, the aortic angle was 55 degrees, and there were no difficulties with deployment or retraction noted. The provided videos were reviewed by an abbott technical director of medical affairs, and a root cause for the migration was unable to be determined through the review. Based on all available information, a cause for the reported event could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.